Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected low battery off limit alarm noted. All operating currents are within specification. Off no power alarm function properly and passed self test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported the customer had issues with the piston on their insulin pump. Customer also reported the buttons on the insulin pump would be stuck. It was also found the insulin pump had multiple failed battery test alarms. The customer's blood glucose was unknown. No additional information provided.